Event description:
It was reported that the right ventricular (rv) lead was fractured and the patient had received inappropriate high voltage therapy due to non-physiologic sensing. The lead was turned off and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.